Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a bad plunger clamp in the reported problem area of the pipette assembly. Replaced plunger clamp and "lld" spring. The instrument was cleaned, tested without further problem, and was returned to expected operation.